Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a s3 alarm was confirmed via analysis of the log file downloaded from the returned centrimag console (serial number: (B)(6)) and inspection of the submitted photos. The unit was observed to be operating the motor around the set speed on the reported event date, (B)(6) 2021. On (B)(6) 2021 at 10:15 a s3 alarm activated correlating to a can bus send error sub-fault. The flow reading was observed to be 0 lpm at this time due to the sub-fault; however, the motor speed was observed to be unaffected. The alarm was muted; however, the flow reading remained blank due to the can bus sub-fault. The system was observed to be taken out of patient use on (B)(6) 2021 at 13:52 and was not observed to be in patient use for the remainder of the log file. No other notable alarms were observed in the log file. Visual inspection of the submitted photos revealed a s3 alarm and blank flow on the console screen; this is consistent with the data observed in the downloaded log file. The returned centrimag motor (serial number: (B)(6)) was tested at the european distribution center with known working test centrimag equipment and the motor passed functional testing and no atypical alarms were produced during testing. Preventative maintenance was performed, and the motor was returned to the customer site. The root cause of the observed can bus sub fault, resulting in the reported events, could not be conclusively determined through this analysis. Reports of similar events will continue to be tracked and monitored. Incidental findings: damaged screw on the motor¿s locking mechanism. The 2nd generation centrimag system operating manual (rev. 09) section 10 ¿ ¿emergencies/troubleshooting¿ provides instructions for operation when there is a need to exchange the main console or motor with a backup console or motor. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual (rev. 09) section 12.1 ¿ "appendix I ¿ primary console alarms and alerts" cover all alarms (auditory and visual), including system alarms, and the appropriate actions to take if the issue does not resolve. Centrimag motor instructions for use (rev. 04) instructs the user to inspect the centrimag motor, cable, console connector, and locking mechanism for any damage prior to use. If any component is damaged, do not use the centrimag motor. This document states that if the unit fails to operate according to the motor specifications or a console diagnostic error indicates a centrimag motor malfunction, it should be returned. Additionally, this document instructs the user to always have a spare centrimag motor and back-up equipment available. The device history records were reviewed and the records revealed that the centrimag motor, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 3003306248-2021-01085. It was reported that the patient was on centrimag support and after internal transport from the intensive care unit to another location, a system alert s3 alarm occurred. The centrimag motor, console, and flow probe was exchanged for the backup unit.